Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Attempts have been made to obtain additional information by phone, email, and fax. A completed questionnaire was not received. (B)(4).

Event description:
A consumer reported an intraocular lens (iol) that was implanted 28 years ago has dislocated while he was sleeping, and now is in the back of his eye. Additional information has been requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was provided by the surgeon that there has been no surgical intervention at this time.